Event description:
Livanova (B)(4) received a report that a s5 roller pump gave a motor control failure error message during priming. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective motor control board. The part was replaced and the problem solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.

Manufacturer narrative:
H10: in the initial report the product code was wrongly set to dwc. The correct code is dwb and has been aligned accordingly in d section.

Manufacturer narrative:
H.10: the serial read-out of the involved pump was requested and analyzed. An error code associate to a/d converter failure was found stored. The ad converter is part of the micro-controller located on the motor control board which was replaced.

Event description:
See initial report.